Event description:
It was reported, in a journal article, that a patient underwent mentoplasty on an unknown date and mesh was implanted. The patient experienced complications and underwent removal of the mesh due to infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.